Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and rupture. Device status unknown, assumed to remain implanted. This record relates to left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported pain and rupture. Device status unknown, assumed to remain implanted. This record relates to left side.